Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012806963 was returned and analyzed. Visual inspection was carried out. On the spiral array segment, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. On the handle segment, the capture device was removed and not returned. On the handle segment, the steerability control knob was observed to be damaged. This malfunction can induce issues with the deflection functionality of the catheter. On the handle segment, a gap was observed between the handle top/bottom shells. On the handle segment, it was observed that the tension control knob was detached. Catheter identification and ablation testing was carried out. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. The spiral array was damaged. Verification of steering mechanism was conducted. Deflection testing (rotating steering knob clockwise and co unter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was conducted. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot verification (where applicable): electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to a gap observed between the handle, the spiral array proximal arm pebax tube observed to be torn and the tension control knob on the handle observed to be detached, the proximal end of nitinol array wire was observed to be dislodged from dual lumen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the catheter pscc100 pulseselect, an alleged product issue occurred when the circular catheter pulled apart from the catheter shaft after removal from the patient and placement on the prep table. The catheter was fully functioning while maneuvered in the body, and the separation was noted only after a ¿snap¿ noise was heard during re-preparation. A new ps catheter was brought to the field, prepped, and positioned to continue mapping the superior vena cava. No patient complications have been reported as a result of this event.